Event description:
It was reported to medtronic neurosurgery that there were no improvements after implantation and that the valve was not working. According to the report during revision surgery the valve worked, but they decided to replace it for a new one.

Manufacturer narrative:
(B)(4). The valve was patent and passed reflux and leak testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at time of manufacture.